Manufacturer narrative:
There is no allegation or indication of any system or component failure, as evidenced by all original components remaining in use. Patient underwent a trial and wear experience in which the patient was able to experience the positioning of the system before being implanted. Patient agreed to the location of the system prior to implant and based on that trial and wear experience. Revision was performed per the patient request only and not due to any medical necessity or failure of the system.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2022, to treat lower back pain. Patient underwent a successful trial and wear study prior to implanting the permanent system. Patient and physician agreed upon the placement of the ipg prior to implanting and based on the trial and wear study experience. After having the system implanted, the patient reported difficulty in placing the therapy discs over the implantable pulse generator (ipg) due to the location of the implant in the lower back area. Nalu representatives worked with the patient to determine if there was any way to improve the use of the device without invasive interventions. Ultimately the patient requested to either move the ipg or explant the system completely. On (B)(6) 2024, a surgical revision was performed to move the ipg to a more lateral position on the lower back, making the location more accessible for the patient to place the therapy discs. The existing implanted leads remain in use with the addition of lead extensions in order to connect to the ipg at it's new location. The existing ipg remains in use after being repositioned.